Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stroke. Device issue: none. It was reported via a trial, that the pt had a right parietal small focal subacute cortical infarct resulting in right hand and toe numbness and infrequent left hand and arm numbness. This occurred one day after implantation of the xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Stroke, as listed in the xience instructions for use (IFU), is a known risk associated with coronary stenting and is not necessarily an indication of a prod quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. There is no indication of a prod quality issue. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.